Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). 24229 lifetime sics, 230 sics /day over lifetime of 104 days. 900 sics/day over last 6.5 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was additionally reported that small r-waves were noted in bipolar configuration. The lead was programmed to tip to coil sensing. The patient continues to be monitored.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had severe pain at the implant site. It was noted that the right ventricular (rv) lead was suspected of physiologic short interval counts (sic) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.